Event description:
It was reported to boston scientific corporation that a jagwire precursor device was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2006 (patient gender, age, and weight are unknown). According to the complainant, the ercp technician found that the guidewire "skin" was broken, while they were still doing the procedure. They changed to another of the same deviice to finish the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The entire length of the wire passes through the micrometer set at .035 (max o.d is 0.035.5). The wire is within o.d specification. The flare to tip core length was measured using a ruler. Unit showed evidence of being within specification. The core wire showed evidence of being complete and intact. The returned sample appeared to be dimensionally correct. A visual inspection was performed. The entire ptfe sheath was inspected under 40x magnification. It was observed that ptfe sheath showed evidence of bumps and voids exposing the core wire approximately at 193 cm from the distal tip. The complaint was analyzed and confirmed. The distal tip area was inspected. Visual tip inspection revealed evidence of fish scales marks throughout portions of the entire pebax area. No other damage or inconsistencies were noted to this specimen at this time. Based on the investigation to establish a possible cause for the failure, no evidence was obtained. The root cause of failure could not be determined with certainty. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.